Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the mechanism assembly installed into the device ((B)(4)) did not match the mechanism recorded on the device history record ((B)(4)). Review of both device history records confirmed that the mechanism was swapped and belonged to the pump with serial number (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.